Event description:
While performing a laparoscopic diagnosis with adhesiolysis, the device stopped coagulating. The surgeon stated that he found many adhesions in the pt, and while removing them, encountered a pumping bleeder. He had to open the pt to find the bleeder and put a stitch in it to stop the bleeding. The pt is doing fine.

Manufacturer narrative:
The investigation confirmed that there was an electrical open on the bottom jaw of the device. Disconnected the power cable terminal from the anchor block sub assembly. Evidence of the set screw being on the connector, but it did not hold securely.